Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had been sleeping on a chair since 1997, when they had their first device put in. It was noted that every time they turned a different direction in the chair, it gave them ¿a little extra jolt.¿